Event description:
It was reported that an emt was injured while unloading a cot from the ambulance. The incident was caused due to a police officer that was assisting the emt unload the cot from the ambulance. The police officer pulled out the cot from the ambulance at the same time that the the paramedic was holding the cot causing the paramedic to have their hand become stuck in the cot frame. The cot that was involved was determined to not have malfunctioned, however the emt required medical intervention due to the injury that was caused during this event.

Manufacturer narrative:
It was reported that the device did not malfunction and the event was caused by the user.